Event description:
Just received a malem and it's erratic and getting hot. Insert batteries and sensor, and alarm is getting hot. It's not possible to connect it to child's clothing or hold it in hand as the heat produced is too much and can burn skin. This is a defect one that can injure my child. The alarm is purchased new and unused.